Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were crossing. Another instrument was used to complete the procedure with no pt consequence.